Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that there is a gap in the adhesive between the acoustic lens and ultrasound probe. The distal end is cracked, and the bending section damaged. This is attributed to stress. Other observations for the device: t-nut is loose; switch (sw) sw1, and connecting tube have a scratch; due to deformation of scope connector, water tightness is lost; due to deformation of electrical connector guide pin, water tightness is lost; adhesive around light guide lens is peeled; distal end rubber coating (a-rubber) has wear; and due to wear of angle wire, bending angle in down direction does not meet the standard value. The user¿s complaint of elevator channel obstruction was not confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of an obstruction in elevator channel issue. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there is a gap in the adhesive between the acoustic lens and ultrasound probe. The distal end is cracked, and the bending section damaged. This is attributed to stress. This medwatch is being submitted for the reportable issues of gap in the adhesive between the acoustic lens and ultrasound probe, crack to the distal end and damage to the bending section as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use. Precautions: caution: do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. Olympus will continue to monitor field performance for this device.